Event description:
Patient was revise to address stiffness and pain. The stem had subsided and osteolysis was discovered intraoperatively.

Manufacturer narrative:
Examination was not possible as no products were not returned. Review of the device found lot number r5fbf1 (glenoid) released a total pieces for distribution on november 10, 1997. Lot number 895450 (head) released pieces for distribution on october 18, 1996. A search of the complaint database found no prior reports for both report part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.